Manufacturer narrative:
Testing and investigation analysis could not confirm/duplicate the reported event. The pump passed performance verification testing and long term testing. Occlusion testing was passed, however, the device failed to consistently hold the occlusion message. The inconsistent occlusion message is not related to the reported event. The frequency of death or serious injury reports for code 102 (overdelivery) for lifecare pca is approximately 2.11/million sets.

Event description:
" Possible overdelivery" reported. The pump was set to infuse meperidine 10mg/ml, 10 mg pca dose with a 6 minute pt lockout and a 150mg 4 hour limit. Nursing reports that over a 12 hour period, three separate meperidine vials (30ml/300mg vial) were utilized. Within that time period, there were 318mg of meperidine unaccounted for when comparing the displayed volume delivered with the actual amount of solution gone. The pt reportedly pressed for bolus delivery frequently, however, she did not appear to be oversedated. Her baseline mental status assement was unchanged and her vital signs remained within normal limits. The infusion was discontinued.